Event description:
Boston scientific received information that this shocking lead was determined to be fractured a year ago. The patient was pregnant at that time thus replacement was not possible. Currently, the patient is no longer indicated for a device. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.